Manufacturer narrative:
(B)(4). The lot was manufactured may 11, 2015 ¿ may 13, 2015. The device was received for evaluation. Visual inspection found white particulate matter approximately 1.40 mm in length floating in the bladder. Fourier transform infrared spectroscopy was performed and identified the particle as acrylic. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fiber floating in a small volume intermate. This was noted before patient use. The device was filled with meropenem. There was no patient involvement. No additional information is available.